Event description:
Pt came to the md's office with impedances now greater than 200 of the subpectoral ICD device. These were shocking impedances. She has had multiple discharges from her device. The ICD generator was removed and returned to the vendor rep. A new ICD lead was placed and the old lead remains in place.